Manufacturer narrative:
The insulin pump was returned with low battery alarm and power system error alarm was confirmed in the long trace. The detailed trace analysis confirmed the insulin pump alarmed low battery and then power system error alarm was triggered when the backup battery unloaded voltage which was less than 3.7 volts for 240 consecutive minutes. The analysis of the micro timer was in detailed trace which confirmed that the root cause is the non-sleep anomaly software error. The insulin pump was received with cracked case at the reservoir tube lip, cracked battery tube threads and minor scratches on the lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call low battery alarm less than a week on the insulin pump. Customer's blood glucose level was unknown. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.